Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter to request more information about the event. Despite reasonable attempts, no other information was received other than the initial report. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 31-aug-2015 and installed at the customers site on (B)(6) 2017. A lumenis service engineer visited the site six (6) days after the reported event. The engineer could not duplicate any errors but did see three errors occurring in the error log. Engineer found gui connector for com2 loose and tightened it. In addition the software was upgraded to version 6.0 ,checked energy output, the laser was found to have met manufacturer specifications and was returned to the facility safe and operational. A review of system risk files ((B)(4)) revealed risk #10.1 " device malfunction" which have the potential to lead to adverse effects of alternative treatments". The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case, the procedure was completed with an alternate device with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis acupulse 40w co2 laser was being used, the display presented error 37 - "fpga status. Please restart system. If error persists, please call service.", the user restarted the system several times but the laser could no longer be used. Unable to continue with the device, the facility brought in an alternate laser to complete the procedure. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.